Event description:
The balloon was used in a highly calcified sfa, but it was soft plaque and they had blown it up twice at this point and the third time it went up not even to its burst of 15, it burst at 14 atms. From the info provided, no add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Additional information: the root cause will be addressed through the CAPA investigation, (B)(4). (B)(4).

Manufacturer narrative:
The reported condition of a faulty pump head module keypad was confirmed. The pump head keypad cut ac cord was replaced to correct the reported condition. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B)(4).

Event description:
On 3/12/10, during device evaluation by baxter the pump head module keypad on a colleague cx volumetric infusion pump single channel was found to be faulty. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.